Event description:
It was reported that unexpected receiver shutdown occurred. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). D9: device available for evaluation - additional h2: additional information h6: adverse event problem - additional

Event description:
Subsequent to the initial MDR, additional information is required.